Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous brachial artery. The 4.0x40mm sterling balloon was advanced to the lesion for predilation. On the fourth inflation, the balloon ruptured at 14 atms after 6 seconds. The device was successfully removed from the pt and the procedure was completed with another of the same device. No pt complications were reported with the pt's current condition listed as "fine".

Manufacturer narrative:
Pt: 18 years or older. (B)(4)